Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. Internal karl storz reference number: (B)(4).

Event description:
It was reported that "prior to procedure the unit was found to be faulty, hospital onsite biomed assessed and determined the fuse had blown and faulty. Furthermore, the received information indicates that there was patient involvement without any adverse consequences for the patient, but the surgery was delayed. It was stated that the anticipated surgery date was (B)(6) 2024 and the surgery was delayed to (B)(6) 2024. The patient stayed in the hospital during the time they waited for the rescheduled procedure.

Manufacturer narrative:
Device evaluation: during the manufacturer's technical inspection, the error description provided by the customer "fuse has blown" was confirmed. No further defects were detected. Based on the defect found during the technical inspection it is concluded that the most likely cause for the described error is failure of a component within the power supply (short circuit). Consequently, the main fuse has blown for safety reason to prevent further damages. The investigation did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. Internal karl storz reference number: (B)(4).